Event description:
It was reported to technical services on (B)(6) 2011, that this patient has a fractured sprint fidelis lead. Which has caused 18 inappropriate shocks to this patient. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).